Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial distal portion of the lead was returned for analysis measuring 75.4 cm. External insulation abrasion was noted from 64.2 cm to 66.5 cm from the distal tip, consistent with friction against another implantable device. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.